Event description:
The customer reported that their pump screen remained dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the customer on troubleshooting steps, including confirming the pump was unplugged, pressing the button, and recharging the device, but the screen did not respond. As a result, a replacement pump with updated software was sent to the customer, who was informed about programming the new pump and connecting their continuous glucose monitor. Additionally, arrangements were made for the return of the defective pump to avoid potential charges. The customer acknowledged understanding all instructions. Customer reverted to an alternative method of insulin therapy.